Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the lower case was broken, the battery release, side bail covers, ring cover and battery drawer were contaminated, the battery contacts compressed and the keyboard scratched and contaminated. It was further noted that the device failed its initial incoming vxi testing and the rerun at the end of testing with power still applied. The full vxi testing was rerun resulting in the only failure being with the heart wire connectors which was due to the heart block being taken out during the analysis stage. It was noted that the initial testing failures were believed to be due to the tester and not the device. (B)(4).